Event description:
The instrument operator punctured hand with the sample probe while trying to free the thermometer probe from where it was stuck in the cuvette area. Treatment included blood work for hiv and hepatitis, 28 day course of combivac and repeat blood work at 2 weeks, and 1, 3 , and 6 months. Evaluation of the event did not indicate a device failure. Operator jammed the temperature probe in the cuvette area and was pulling on it to release it. When it released his hand jerked back into the sample probe and was punctured.

Manufacturer narrative:
No further evaluation of the device is required. No device failure identified. Operator jammed the temperature probe in the cuvette area and was pulling on it to release it. When it released, his hand jerked back into the sample probe and was punctured. Treatment included blood work for hiv and hepatitis, 28 day course of combivac and repeat blood work at 2 weeks, and 1, 3, and 6 months.